Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as it was indicated that the clip delivery system can be difficult to remove. It was reported as an overheard, general comment that during clip delivery system (cds) removal of an undeployed clip, it is easy to catch the clip on the steerable guide edge, making cds retrieval difficult. There were no reported adverse patient effects and no reported clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Due to the reported limited information, a definitive cause for the reported difficult to remove the mitraclip from the steerable guide catheter in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.